Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 05/20/2013. Belt: 05/16/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. It was reported that the patient was treated by the lifevest at home. Ems was then called and removed the lifevest to perform resuscitation efforts. It was reported that ems externally defibrillated the patient. The patient later passed away in the hospital while not wearing the lifevest. Review of the patient's download data revealed that the patient received two appropriate treatments on the date of passing. The patient was in sinus rhythm at 60 bpm at 06:06:38. The patient's rhythm transitioned to vf at 09:04:01. The patient received the first appropriate treatment at 09:04:53. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm with pvc's. The patient's rhythm degraded to vf again at 09:08:53. The lifevest properly detected the vf arrhythmia, but intermittent response button use delayed delivery of a treatment until 09:11:22. It was not reported who was pressing the response buttons. The patient received the second appropriate treatment at 09:11:22. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was an idioventricular rhythm at 20-30 bpm. The patient was in an idioventricular rhythm at 90 bpm with pvc's at 09:13:58. The patient's rhythm then degraded to vf with motion artifact and electrode lead fall off. The device was disconnected by ems at 09:14:58. Motion artifact, electrode lead fall off, and the device disconnection prevented the lifevest from delivering a treatment during the vf arrhythmia. The patient passed away in the hospital on (B)(6) 2021 while not wearing the lifevest.